Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The soft cannula was found to be kinked in the exposed portion of the soft cannula and a tear was found in the internal part of the soft cannula. Fluid was observed exiting the tear. Traces of liquid were found on the catch wing and rails mechanism caused by the tear in the unexposed portion of the soft cannula. Due to the tear in the unexposed portion the exposed portion of the soft cannula could not be adequately tested to confirm the reported leaking during wear. It could not conclusively be said when the kink occurred towards the exposed portion of the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 37 and 48 hours. The patient noticed insulin leaking. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, a new pod was placed and a 9.85 unit bolus was given.